Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the pt's monitor was emitting a high-pitched buzzing noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (high pitched buzzing noise) has been confirmed. As received, the monitor would not power up. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.